Event description:
Medtronic received information that approximately 30 minutes post-operative, this patient was diagnosed with hemolysis, which first manifested itself through hematuria. The patient was placed on dialysis, which resolved the issue. The patient's concomitant medications and allergies were not provided. It was unknown whether systemic intravenous heparin or subcutaneous heparin was administered during, or in proximity to, the use of this trillium coated oxygenator. Attempts to obtain clarification from the surgeon regarding the details surrounding this event have been unsuccessful.

Manufacturer narrative:
Device history reviewed. Results:other= device history review found the product met specifications when released for distribution. Conclusion: other=cause of event cannot be determined. Conclusion: on april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently-manufactured heparin. Medtronic manufactures several perfusion products that are coated with chemicals containing heparin, many of which are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however we would expect to see approximately 0.73 mg of heparin in trillium coated oxygenator, the surface area of which accounts for 2.72 square meters of an estimated 3.32 square meters in a typical bypass circuit. Upon receipt of this event and as a part of our investigation, medtronic did detect the contaminant in the heparin sodium active pharmaceutical ingredient used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notifications. We have not had sufficient opportunity since receiving notice on 04/17/2008 to determine whether the device, the heparin contained on the device, or the contaminant we identified in the heparin could have caused or contributed to this event. We are nevertheless submitting the 5-day report as requested by FDA.